Manufacturer narrative:
Occupation is patient/consumer. The product has been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(4) compared to a laboratory result using an unknown method. At 8:41 am the meter result was 2.8 inr. Less than 4 hours later, the laboratory result was 7.3 inr. This result was believed to be correct. At 12:10 pm the meter result was 3.0 inr. The patient's warfarin was decreased based on the laboratory result. The patient's therapeutic range is 3.5-4.5 inr. The patient tests twice per week.

Manufacturer narrative:
Na.

Manufacturer narrative:
The patient's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.8 inr; qc 2: 2.9 inr; qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The alleged results were observed in the meter¿s patient result memory. The investigation did not identify a product problem. The cause of the event could not be determined.